Manufacturer narrative:
(B)(4). Batch # x94d0w. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2c25 device was received with no apparent damage. The device was tested with a generator, the hand activation was not functional. However, the device worked properly with the footswitch. The instrument was disassembled to inspect the internal components and it was noted that one cable of the hand activation switch button was damaged. This caused the hand activation failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event.

Event description:
It was reported that during an unknown procedure the customer plugged in device to gen11. The ready signed was viewed. When surgeon tried to deliver energy, nothing happened. There were no patient consequences.